Event description:
During a hemorrhoidectomy procedure the device did not lay the staples when fired. A second device was used with the same outcome. A third device was used to complete the case. There were no consequences to the patient.